Manufacturer narrative:
It is unknown if the affected device will be returned for investigation by the manufacturer. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
During the bladder neck incision procedure on (B)(6) 2025, the pointed electrode broke into multiple small pieces in the patient's bladder. No specific intervention was performed to remove the pieces; urologist felt patient will pass the pieces over time. At follow up cystoscopy performed eight weeks after the event, no injury was documented.